Event description:
The technician alleged the side rail will not stay up. No pt impact.

Manufacturer narrative:
The technician found a broken side rail latch weldment. The technician replaced the side rail to resolve the issue.